Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user¿s son reported sustained hyperglycemia overnight while using a contact detach steel 6 mm 23-inch infusion set. Review suggested possible site absorption issue due to scar tissue. Agent advised a full supply change and collected the infusion set lot number. Son agreed and requested a one-hour follow-up. On (B)(6) 2025, follow-up confirmed blood glucose (bg) trended down and returned to range. No mechanical issues (bent cannula or leakage) were noted; elevated bg was attributed to infusion into scar tissue. Once the insertion site was moved, the user's bg corrected appropriately. The user's highest blood glucose (bg) recorded was 386 mg/dl. Bg was correctable with supply change, and the ilet resumed dosing. Symptoms included none. No prolonged out-of-range period, outside medical intervention, or assistance beyond caregiver support was required.